Manufacturer narrative:
(B)(6).

Event description:
A manufacturer representative reported it was impossible to communicate with an implantable neurostimulator (ins) using a patient programmer, recharger, and clinician programmer. A CT scan reviewed that the ins was flipped inside the pocket. During an ins revision, the ins was disconnected from the extension and under the sterile table in the or, the doctor tried a pmr (physician mode recharge). The procedure failed with two different rechargers and was tried for 30 minutes. The ins was discharged for 30 days. The doctor decided to replace the ins. Programming was noted as 8.5 v, 510 microsecond, and 80 hz. No known factors that led/contributed to the event were reported. The issue was noted as resolved.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed the ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2016. On (B)(6) 2016 the battery was charged for 1 hour, 34 minutes, and 12 seconds with the start voltage at 3.580 volts and the ending voltage at 3.575 volts. On (B)(6) 2016 the battery had depleted to the "lock/sleep" mode. The last 5 recharge sessions while implanted had no bars of coupling 5-7 minutes into the recharge session. This correlates to the event description in gch which indicates that the ins was flipped. Subsequently, the battery depleted to an over discharged state prior to being received for analysis. The device experienced one over discharge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.